Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hot flush ('I have occasional hot flashes') and medical device removal ('I was upsate over having a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hot flush (seriousness criterion medically significant), cold sweat ("cold sweats"), endometriosis ("I had severe endometriosis") and abdominal pain ("I've started having abdominal pains again") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hot flush, cold sweat, endometriosis, abdominal pain and medical device removal outcome was unknown. The reporter considered abdominal pain, cold sweat, endometriosis, hot flush and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hot flashes, cold sweats, endometriosis, abdominal pain, hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was upsate over having a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("I have occasional hot flashes"), cold sweat ("cold sweats"), endometriosis ("I had severe endometriosis") and abdominal pain ("I've started having abdominal pains again"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, hot flush, cold sweat, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, cold sweat, endometriosis, hot flush and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hot flashes, cold sweats, endometriosis, abdominal pain, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.